Event description:
It was reported that syringe 1.0ml 1/2in 90 bx 450 mo had a cracked barrel and air bubbles. The following information was provided by the initial reporter: material no. 328278 batch no. 9247468. It was reported that there was one syringe with a cracked barrel and air bubbles. Verbatim: consumer husband reported found 1 syringe with a cracked barrel. Found when drawing up insulin and noticed air bubbles in insulin. Injected the insulin back in vial. Noticed the crack in the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: customer returned one (1) loose 30gx12.7mm, 1ml bd insulin syringe. Consumer reported that there was one syringe with a cracked barrel and air bubbles. The returned syringe was examined, and it was observed that there was a crack along the length of the barrel from scale marking unit 60 to 80. The damaged barrel could result in the user drawing up air bubbles with the affected syringe. A review of the device history record was completed for batch# 9247468. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200847337, 200847011] noted that did not pertain to the complaint. A root cause cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 1/2in 90 bx 450 mo had a cracked barrel and air bubbles. The following information was provided by the initial reporter: material no. 328278 batch no. 9247468. It was reported that there was one syringe with a cracked barrel and air bubbles. Verbatim: consumer husband reported found 1 syringe with a cracked barrel. Found when drawing up insulin and noticed air bubbles in insulin. Injected the insulin back in vial. Noticed the crack in the barrel.